Event description:
It was intended to use an integrity 2.50 x 12 mm bare metal stent to treat a lesion located in the rca vessel. The vessel was described as very calcified with 99% stenosis present. No abnormalities were noted during inspection prior to use of the device. The vessel was pre-dilated with a 2.50 x 15 mm non-medtronic balloon 5 times in total, once at 14 atm for 20-60 secs, and 4 times at 16 atm for 20-60 secs. Resistance was noted between the integrity device and the vessel. Multiple wires and guideliner devices were used during the procedure. It is reported that during attempted positioning of the stent, struts of the stent became lifted. The stent could not be positioned in the vessel because of this. There were no difficulties experienced during removal of the failed stent. The procedure was completed with a ptca. There are no reported patient complications.

Manufacturer narrative:
(B)(4).